Event description:
It was reported that pump triggered cartridge alarm 20 during the load process, and caller also reported cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged shipment of replacement pump under warranty, confirmed shipping address, and instructed customer to place problematic pump in storage mode and return it within 10 days using pre-paid label; customer was also advised to re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and use appropriate setup option when starting new pump, which customer understood and acknowledged.